Event description:
A report was received stating that a "part of the tool broke off during the use of the drill/attachment and they had to retrieve it from the patient." On follow-up, it was noted that after they closed up the patient, an instrument count was performed. It was identified that a tool had broken. The surgeon then reopened the flap to retrieve the broken portion. The patient is recovering without incident.

Event description:
On the medwtach filed by the user facility it stated that "during the creation of a bone flap with the midas rex system, the blade which is the working end of the midas rex stopped cutting. It was noted by the staff and physician that the end of the blade appeared to have broken off. The reminder of the bone flap was created by the physician using a kerrison rongeur". When we were notified of this event it was reported that "part of the tool broke off during the use of the drill/attachment and they had to retrieve it from the patient." On follow-up it was noted that after they closed up the patient, an instrument count was performed. It was identified that a tool had broken. The surgeon then reopened the flap to retrieve the broken portion. The patient is recovering without incident.

Manufacturer narrative:
Report confirmed based on event. No evaluations have been performed as no items have been returned. If the device is returned in the future, product analysis may be performed. A review of the manufacturing records could not be performed as no lot identification was provided. On follow-up, it was confirmed that there was no patient impact. The user manual contains the following warning "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff." Our recommendation for factory service is based on the facility's usage; however, it should not exceed 24 months. The attachment has been in use for 32 months without any record of factory service. (B)(4).

Manufacturer narrative:
This event being reported on user facility report number (B)(4) was originally reported on manufacturer's report number 1625507-2011-00030.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Report confirmed. Evaluation noted that the tool fractured approximately 0.2 inches from the distal tip. It was also noted that th e leg was bent. The tool fractured due to applying a bending force while the tool was not rotating. The user manual contains the following warning "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff." Our recommendation for factory service is based on the facility's usage; however it should not exceed 24 months. The attachment has been in use for 32 months without any record of factory service. (B)(4).